Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated she had experienced dizziness and loss of vision, which normally indicated low blood glucose. Her blood glucose was tested on the contour next link and the reading was 355mg/dl. She took insulin accordingly. Afterwards she became unconscious and was taken to the hospital. She was released after 6-7 hours. Further information was not provided. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.